Manufacturer narrative:
Device remains implanted, product return is not possible at this time. Post op x-rays confirmed that both cages at c6/7 were broken. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a cervical procedure at c6/7 using cages. It was reported that one of devices was broken post op. The patient reportedly was asymptomatic. The surgeon is monitoring the patient. No revision surgery is planned at this time.